Event description:
I have used dexcom cgm for 2 years g5 and now g6 I suddenly started getting bad skin reaction hives, scarring, bad rash from sensor, that lasts for at least 2 weeks after sensor removal. This continues to happen with every sensor since the changed the adhesive (glue). FDA safety report ID # (B)(4).